Event description:
During open aortic valve replacement surgery involving a cor-knot elite kit, it was reported that after the surgeon placed 7 to 8 knot fasteners with one device when placing the next fastener, "he squeezed the handle to crimp and cut. He then heard a large cracking noise." The surgeon "was then unable to remove the device from the knot." After taking the instrument shaft and handle apart, "they were able to get under the knot and cut the suture." A replacement suture was placed using routine techniques. They reported no harm to the patient the day of surgery and in multiple subsequent communications, the last of which was received 45 days after surgery.

Manufacturer narrative:
The warning section of this product's technology guide (instructions for use) instructs customers to not use "damaged" cor-knot product. All representatives in the field involved with hospital staff training provide in service and intraoperative instructions concerning the immediate removal from use of any cor-knot device displaying suboptimal performance. We immediately communicated with the surgeon's staff regarding this event and the device was returned to us the next day after surgery. Very thorough engineering evaluation revealed a unique and isolated plastic component failure event. We relayed this information back to the surgeon's staff the day after surgery and we were informed the patient was doing well. The surgeon was unavailable for follow up due to frequent travel recently. His office was informed this failure was completely related to the technology. The surgeon has since commented that as of 45 days after the surgical procedure, there has been no report of any patient harm associated with this. The surgeon reports he continues to use our product without problems.